Event description:
It was reported that the patient presented to the hospital for right ventricular revision due to high threshold and intermittent sensing. During the procedure, the physician noted an insulation anomaly. The lead was explanted and replaced. The patient's condition was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.